Event description:
Reporter alleged the customer obtained a result of 130 mg/dl on the advantage system and taking 30 units of humulin nph based on that result. Reporter stated that the customer was found with slurred speech and incoherent 30 minutes later, so she attempted to treat him with orange juice and ice cream. Reporter stated the customer kept spitting them out, so she called 911 who arrived in 15 minutes and treated the customer with some type of glucose. Reporter stated that the paramedics obtained a result of 88 mg/dl on their system and seconds later a result of 44 mg/dl on the advantage system. Reporter stated that they inserted an IV of glucose into the customer's hand and took the customer to the hospital. Reporter stated the customer received further treatment at the hospital while he was there 3 days. No other actions were reported taken or treatment received. A request was made for the return of the affected product.